Event description:
A presentation of the noteworthy radiographic observations of patients treated with synthes nflex implants reported that there was suspected screw loosening for patient 005-02-deg at the s1 location. The month 1 post op x-ray image shows that there is evidence of screw toggle in l5 from flexion to extension. The implant appears to be rocking while the bone is motionless. The motion at the l4-5 level appears to be due principally to screw toggle rather than due to flexural deformation of the rod and or interpedicular elongation. The severity of toggle is likely to progress with additional follow-up unless the screws stabilize. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.